Event description:
Information was received indicating there was leaking along the tubing while the pharmacist prepared the medication using the cadd cassette reservoir. There was no reported injury to the patient.